Manufacturer narrative:
Block d4, h4detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.block h6device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.device evaluationblock h11the device was discarded; therefore, a technical analysis could not be performed. The reported events of cinch failure to cut and cinch failure to deploy could not be confirmed.the ship history could not be completed because the required documentation was unavailable. A review of the device history record (DHR) could not be performed because the ship history review could not be completed due to the unavailable documentation.based on all gathered information, there is not enough evidence to determine whether the cinch failure to cut and cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Additionally, for the event additional device required and prolonged episode of care it happened during the procedure, and the most probable cause of this reported issues cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a suturing cinch was used during a transoral outlet reduction (tore) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy and failed to cut the suture. The handle was broken and there was an attempt to manually deploy the cinch with a hemostat. The procedure was delayed approximately 5 minutes as a result and completed with another cinch. There was no patient complications reported as a result of this event.